Manufacturer narrative:
Follow-up #1: date of submission 10/01/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the pump was able to perform the prime steps with no issues. The pump was exercised for 24 hours with no issues. The pump was able to perform the prime sequence successfully completed with no issues. A 1.0u/hr program was executed in the pump for a 24 hour duration period with no issues being observed. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's suspend feature. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.